Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the pocket keeps on failing. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 07-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height main drawer 4.2, row b not detected on the bus. A field service engineer stated that the all row tray lights were confirmed to be properly lit during initial inspection. However, significant debris was found below and between the cubie pockets. Using diagnostics, all cubie pockets were removed to allow for thorough cleaning. After clearing all debris, the rowtray connections were reseated, and the drawer was reassembled. The device was rebooted, and no active failures were reported in the es application. The customer successfully inventoried the device. The system functioned as intended after the field service engineer repaired the device.